Event description:
It was reported that during a breast biopsy while taking samples, they heard a grinding noise and when retreiving the specimen they visibly saw metal shaving in the samples. They xrayed the samples and also noticed metal shaving within the samples. Case was finished. No device to be returned for analysis. No additional information available.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.